Manufacturer narrative:
Patient-specific information unknown at this time as well as the patient's date of death and the initial reporter's name and contact number. Respective fields are marked unknown or left blank as appropriate. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via unknown access for the patient of unknown age and gender who had been admitted into the (B)(6) with pneumonia. The cp support was deemed necessary as the patient developed cardiogenic shock while hospitalized with multivessel coronary artery disease. The support was for 7 days when explanted. The patient did suffer harms during the hospitalization and pump support. There was a complaint of septic shock with fever. The patient suffered a cardioembolic stroke related to the cardiogenic shock or atrial fibrillation. The causality was not confirmed. Additionally, there was infection which was gram+. Thirteen days after the cp was explanted the patient condition deteriorated. The patient had fixed and pupils, was unresponsive, and was in junctional rhythm with hypotension. The patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.

Manufacturer narrative:
Investigation summary: sepsis/stroke/arrythmia/fever/infection: the cause of the sepsis, stroke, fever, infection, and arrythmia cannot be established due to insufficient clinical details. Section d catalog number was corrected.